Manufacturer narrative:
The investigation for the low pump flow and access site bleeding has been completed. The impella device nor the data logs were returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and 4643 apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 75-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed a hematoma superior and lateral to the repositioning sheath during impella cp support. Manual pressure was held at the site and suction alarms persisted down to p-3 support level. Femostop was then applied to the site and two units packed red blood cells (prbc) were transfused to manage the condition. Due to the noted issues, the decision was made to explant the pump.